Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a patient who was received an unknown drug via an implanted infusion pump. The indication for use was also unknown. The patient stated that last time she had to stay in the hospital overnight. Additional information has been requested regarding the symptoms that led to hospitalization, potential device issues, device and drug identifier, actions taken. If information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-05, additional information was received from a consumer. The patient was receiving morphine 20mg/ml (unknown dose) via the implantable pump. The patient reported that the hour was quite late after the procedure was finished. (At least 10:30 pm) and the patient had not recovered from the anesthesia. The physician wanted to make sure of the patient's recovery, so he had her admitted for an overnight stay. The patient fully recovered from the anesthesia at about 8:00 am the next morning and was released from the hospital at about 10:00 am that morning.